Event description:
It was reported that there was damage to the tandem charging cable, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for replacement of the damaged charging supplies with a two-day shipping service.